Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced an infusion set detachment while sleeping due to tape not sticking, which led to a hyperglycemia event on (B)(6) 2026. Due to the elevated blood glucose level, presence of ketones the patient was subsequently hospitalized with symptoms including vomiting. The duration of hospitalization was three days. During the hospital stay, the patient's blood glucose levels were managed with insulin administered via intravenous (IV) infusion. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.